Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report the receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The data log and functional test could not be performed , the receiver would not boot up and continuously vibrated. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. Further troubleshooting was performed and discovered that the u4 at the main board was defective. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective u4 component.